Manufacturer narrative:
Corrected data: adverse event/product problem: changed to both outcomes attributed to ae: changed to other. Type of reported complaint: changed to serious injury/illness/impairment. Health impact grid: changed to serious injury/illness/impairment. Evaluation method code grid: changed to device not returned. Evaluation results code grid: changed to no findings available. Component code: changed to others - insufficient information. Conclusion code: changed to cause not established.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges pulmonary fibrosis. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.